Manufacturer narrative:
Initial and final (B)(4) - device 4 of 4 e1: patient city: (B)(6). Patient country : united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets block alarm event on (B)(6) 2024. No further information available.